Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device functionality met all test specifications and no anomalies were found. It is believed that the cause of the anomaly was a connector anomaly.

Event description:
It was reported that rv lead impedance increased to greater than upper limit. During lead revision the doctor found tissue in the header. The device was cleaned and reused. After, the impedance increased again, and the device was explanted.